Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that while using the avea ventilator that it was having a circuit disconnect false alarm. The customer stated that there was no patient involvement.